Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has an excessive balloon gas alarm. The fault did not cause any damage or inconvenience to operators or patients.

Manufacturer narrative:
Corrected fields: b5, h6(health effect ¿ clinical & impact code). A getinge field service engineer (fse) fault detected: customer reported "excessive gas in balloon alarm". The problem has not been confirmed through the device logs. Software version d.01 system hours 10,762 assist hours 10,164 total cycles 44,413,368 work performed: device functional check and diagnostic tests performed. Regular operational tests. Final result: repair completed. The device has passed all performance and safety tests according to the parent company's specifications. The device was returned to the customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has an excessive balloon gas alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.